Manufacturer narrative:
Analysis of the reported device is in progress. A supplemental report will be submitted when the device analysis is completed. (B)(4).

Event description:
The coronary orbital atherectomy device (oad) was operated in the ostium of the right coronary artery, on low speed for five treatment passes, and on high speed for three treatment passes. After the third treatment pass on high speed, imaging was performed, and the oad appeared to have fractured just proximal to the crown from the tip bushing. The fragment was retrieved with the use of a snare and the procedure was completed with stent placement. The patient was in good condition.

Manufacturer narrative:
The reported oad and guide wire were received at csi for analysis. Visual examination revealed the oad had fractured at the proximal edge of the crown. The distal tip bushing section remained intact and engaged with the guide wire core shaft. There was no damage observed with the guide wire. The damaged section of the driveshaft was removed and the oad functioned as intended. Driveshaft flexing at the weld location can initiate a fatigue failure, and scanning electron microscopy analysis revealed fatigue striations at the site of the driveshaft fractures. At the conclusion of the device analysis, the reported event that the oad fractured was confirmed. It was hypothesized that this driveshaft underwent excessive flexing near the crown due to spinning in excessive tortuosity or resistance that pushed the driveshaft into a tight bend shape; however, the exact root cause of the fracture could not be determined. It should be noted that the diamondback 360® coronary orbital atherectomy system instructions for use manual states, "never force the crown if any resistance is felt within the vessel as vessel perforation may occur. If resistance is felt, retract the crown, while monitoring the cause of the resistance, and immediately stop treatment. Use fluoroscopy to analyze the situation and to monitor the cause of the resistance." The device history record for this device lot number has been reviewed. No issues or discrepancies were noted during this review that would have contributed to the reported event and the device met material, assembly, and quality control requirements prior to distribution. Csi ID: (B)(4).